Event description:
It was reported the laparoscope gynecologic had white spots in the image. This was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.